Event description:
The customer was hospitalized for low bgs. It was informed that during manual prime, the reservoir was emptied into the customer who did not disconnect during manual prime. In addition it was mentioned that the customer's insulin needs were not being met with the current pump model and the customer has to change the reservoir every other day.